Manufacturer narrative:
The event occurred on an unspecified date in july 2022. The devices were manufactured at one of the following facilities: (B)(4). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes had patient line green caps (pull rings) that came off easily. It was further described as the "loose patient caps". This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.